Event description:
Patient representative reported right side "fear of alcl, breast implant illness (bii)."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ inflammation/irritation: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ other-medical -ndr: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and developed enlarged lymph nodes, chronic inflammation and capsular tissue and connective tissue with evidence of a foreign material.

Event description:
Patient representative reported patient started feeling pain and developed enlarged lymph nodes in the breast approximately 3 years after the implantation. An ultrasound showed highly fibrous capsular tissue with chronic inflammation and capsular tissue and connective tissue with evidence of a foreign material. Rupture of the right device was confirmed during the explant surgery.